Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad tactile change issue. All buttons on the keypad require considerable force to press and require multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were issued.

Manufacturer narrative:
Follow-up #1: date of submission 10/9/2013-device evaluation: the insulin pump has been returned and evaluated by product analysis on 9/20/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed some cosmetic defects with no visible damage to the rubble keypad. Investigation confirmed that all buttons were responding intermittently and required increased pressing force in order for the buttons to respond. Upon removal of the keypad, contamination was found under all button contacts.